Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap hernia repair. According to the reporter: per the info entered into medwatch event desc: spacemaker had a tear in the balloon. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Laparoscopic inguinal hernia repair. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Male, (B) (6).